Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up. Upon interrogation, the right atrial lead exhibited noise. No intervention was performed. The patient was in stable condition and would continue to be monitored.